Event description:
It was reported that the asymptomatic patient presented to the ER for an evaluation. Upon interrogation, it was observed that inappropriate hv therapy was delivered for an svt episode. Programming changes were made. Patient condition was stable.